Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction: e1 - initial reporter. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received wherein the ipg was explanted and replaced. Pocket pain resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost weight, causing pain at the pocket site. Surgical intervention may be pending to address the issue.